Event description:
It was reported during the da vinci liver resection surgical procedure, sureform stapler failed to unclamp. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the target tissue was not calcified and not exposed to any radiation or chemotherapy prior to the procedure. There was no adverse effect to the grasped tissue (affected tissue did not require repair or medical intervention). There was no unexpected tissue removal. The stapling issue did not result in holes/gaps in the staple line. There was no bleeding. No buttress material was used. The surgeon experienced clamping issues prior to firing the stapler reload. No photos/videos were available for review. The stapler fire involved with the reported event was the second one. According to the surgeon, this event was without consequences over the procedure, without consequences for the patient's health and there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. Both incidents occurred during the same procedure on (B)(6), 2023. The reloads will not be returned with the staplers for analysis, only the staplers. The back-up da vinci instrument used to complete the procedure was of the same kind. The distributor clinical sales representative (csr) did not have the information on whether the instrument was inspected prior to use and if any damage or anything out of the ordinary was observed, on how long the instrument was in use prior to the reported event and on what surgical task was being performed with the instrument when the issue occurred, because she was not in the operating room when it happened. She also does not have information on whether the issue with the instrument occurred after a system fault, whether there was any tissue tension or any tissue brunching, whether the jaws were stuck on tissue when the issue occurred, whether tissue was adhered to the instrument, sticking to an electrode or getting caught in instrument, whether the event involved a failure to fire, partial fire, tissue being pushed forward/dragged during the firing process, stapler jaws opening/releasing during the firing sequence or reload deploying staples unexpectedly, whether the stapling issue resulted in malformed or unformed staples, reload having an exposed blade, staples missing from the staple line, holes/gaps observed within the staple line or reload stuck to tissue, whether error/messages were generated when the stapling issue occurred, whether the surgeon encountered any obstructions such as clips, staples, or other hard material between the instrument jaws or fire over an existing staple line, what stapler reload color was involved with the reported event and whether unclamp failure occurred after firing the reload or following an aborted clamp attempt.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the intuitive surgical, inc. (Isi) clinical sales representative (csr): the csr did not have information on whether the instrument was inspected prior to use and how long it was in use prior to the reported event because she was not in the operating room (or) when it happened. The surgical task that was being performed with the instrument when the issue occurred was liver tissue and hepatic vein section. The issue with the instrument did not occur after a system fault (i.e., recoverable/non-recoverable error generated). The target tissue was not calcified, not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. The jaws were stuck on tissue when the issue occurred. The tissue was not adhered to the instrument. The device remained stuck to the tissue. To the question "if tissue was sticking to an electrode, was there any bio debris build-up prior to the interaction where sticking was observed?", the csr answered "no". The tissue was caught between the jaws of the instrument. The tissue released was normal liver tissue. There was no tissue excised due to this event. This tissue was planned to be removed as part of this procedure. The surgeon/or staff was able to successfully open the jaws intraoperatively and release the tissue, using release key/mechanism. There was no adverse effect to the grasped tissue and no unexpected tissue removal. The stapling issue did not result in holes/gaps (unapproximated tissue) in the staple line. There was no bleeding. The event involved a failure to fire (e.g. Did not fire at all). The stapling issue did not result in malformed or unformed staples. It could not be remembered if errors/messages were generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staplers, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. The surgeon experienced clamping issues prior to firing the stapler reload. No photos/videos were available for review. The 2nd stapler fire was involved with the reported event. To the question "did unclamp failure occur after firing the reload or following an aborted clamp attempt (i.e., took foot off pedal, stopped squeezing the master tool manipulators (mtm), took head out of ssc)?" The answer was "no". According to the surgeon, this event was without consequences over the procedure and without consequences for the patient's health. According to the surgeon, there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. Both incidents occurred during the same procedure on (B)(6) 2023. The reloads will not be returned with the staplers for analysis, only the staplers. The sureform 45 curved-tip stapler has been returned and evaluated by the failure analysis team 11/02/2023. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed with the sureform 45 white reload. Staple formation test sheet was proper. Instrument was removed from system arm without issue. The white reload has been returned and evaluated by the failure analysis team 11/02/2023. Reload was returned with sureform 45 curved-tip stapler as an incidental return. The reload has not been fired at all. No pushers of the staples were found at the bed surface of the cartridge. Reload knife was still concealed at the proximal end of the cartridge. Reload was successfully installed on the grip housing of sureform 45 curved-tip stapler. The unit was fired successfully. Reload was removed successfully off the instrument.

Event description:
Refer to h10/h11 for follow-up information.